Event description:
The doctor reported that the implant was placed at tooth site #30 on (B)(6) 2013 and the implant subsequently fractured (B)(6) 2018. The fractured implant was removed (B)(6) 2018.

Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was returned for investigation. Visual inspection of the as returned product identified significant damage about the implant threads, and fracture was noted about the collar, down to the threads. No relevant pre-existing conditions were noted on the per. The reported product was located on tooth # 30 and used for approximately 5 years. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 62292054. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62292054) for similar cause and 1 other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or product (tsvh13). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.